Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Serial number not provided.

Event description:
It was reported to philips that the device had a test failure. No further information was provided. There was no reported patient involvement.